Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.523, lot: 8718718, manufacturing site: bettlach, release to warehouse date: 17. February 2014. Ncr was opened on 19. December 2013 during manufacturing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition for broken. Ncr was opened because off not correct documentation of a sub-supplier. A product investigation was conducted. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The fragment of the threaded part is still stuck in the also received insertion handle (which was returned as a concomitant device) and cannot be removed. Hence, the complaint is confirmed. The driving cap in a used condition there are numerous hammer marks on top and the rim below the hexagon. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. A manufacturing record evaluation was performed for the finished device lot number, ncr-3225609 was opened on 19. December 2013 during manufacturing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition for broken. Ncr-3225609 was opened because off not correct documentation of a sub-supplier summary: the complaint is confirmed as the driving cap is broken as complained. The exact cause of the breakage is unknown. It is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the event occurred during surgery. The issue was resolved by opening a duplicate of the tray and the procedure was completed with no effect on patient.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap threaded inside of the hybrid insertion handle as designed and when the unknown mallet was used the threaded tip broke off into the hybrid insertion handle and that piece is now firmly stuck deep into the handle. It is unknown if when the issue was discovered. It is unknown if there were the procedure and patient involvement. Concomitant device reported: unk - impaction inst: hammer/mallet: tr (part #: unknown, lot#: unknown, quantity 1). Hybrid insertion handle (part #: 03.037.011, lot#: 9908815 , quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).